Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and contamination issue. However, the origin of the contamination was not determined and was not proven that the device contributed to the contamination, but the infection was found out a few weeks after patient's generator change. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and a non-boston scientific left ventricular (lv) lead were explanted. Additional information received from the field representative indicates that the system was explanted due to contamination issues and the right ventricular (rv) lead also had terminal end damage. Furthermore, the rv lead was not returned for analysis. No additional adverse patient effects were reported.